Manufacturer narrative:
(B)(4). The associated cartridge lot number used in combination with the instrument is elswn. Method: no mcrs were identified for the instrument. No related complaint trends identified. Electronic quality control and liquid quality control test passed. A review of the instrument's operation, techniques and sample handling did not identify any significant deviations from either the irma user's manual or cartridge package insert.

Event description:
Health care professional complained of lower than reference ph and higher than reference pco2 results measured with an irma trupoint blood analysis system with a bg cartridge. An arterial blood gas was performed on an intensive care unit patient using the irma system with the results indicating a severe respiratory acidosis. The medical staff questioned the blood gas results because the analytes were not consistent with the patient's clinical status. A second specimen was obtained and retested on a second system. The results of the second blood gas test were interpreted as normal acid-base, which was anticipated. No adverse event(s) were reported.